Event description:
Initial reporter indicated the patient was not a responder with the vns. The vns generator has been disabled and the patient is no longer receiving therapy. Good faith attempts have been made for additional information.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.